Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2010. There were no complications during the procedure. The pt walked out of the office laughing and talking with her husband. Twelve hrs later, the pt expired at home. The unofficial cause of death as indicated by the coroner was a pulmonary embolism. Autopsy and toxology are being conducted and reports are expected in six weeks.